Manufacturer narrative:
Investigation summary: 04/13/2026 the complaint could not be confirmed. No product samples, pictures, or videos were received for investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined. The lot history was reviewed; no nonconformities were identified that may have contributed to the reported complaint.

Event description:
Event occurred regarding a 112" yellow stripe pressure tubing extension set with anti-siphon valve where the report stated that the 112' yellow stripe pressure tubing extension set with anti-siphon valve's hub came off the end of tubing during infusion. The hub remained attached to the patient and the tube was running the epidural on the bed. There was patient involvement but no patient harm.

Manufacturer narrative:
Corrected information can be found in e4 - initial report sent to FDA.